Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found bad batteries that were swollen and not popping out when released; fse also found broken printer as customer described. The fse ordered parts and returned to the customer site and installed two (2) batteries which resolved the problem with sticking. In addition, the printer was replaced and the iabp was tested and calibrated to factory specifications. The iabp passed all testing and was returned to customer, cleared for clinical use.

Event description:
It was reported that there was a battery failure and a printing problem of the cardiosave intra-aortic balloon pump (iabp). The circumstances of the event is unknown.; however, there was no patient involvement and no adverse event was reported.